Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 190mg/dl. The customer's levels had been as high as 544mg/dl. The customer states they treated with pump. The customer states the set was not sticking. The customer attributes the high to not having had replacement available. The customer declined to troubleshoot at this time.